Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united kingdom it was reported that the patient faced an infusion set adhesive issue event as the tape did not stick because the adhesive part of the cannula is not sticking. No further information available.